Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that the user contacted support for assistance with an infusion set supply change while using the ilet with a contact detach set; the agent guided the user through the set change and insulin delivery was resumed, after which the user reported being high and blood glucose questionnaires were completed, with a documented glucose value of 220 mg/dl. Symptoms included hyperglycemia. Outcomes included troubleshooting and education with no alerts or alarms reported. Investigation included a technical review and user guidance during the set change. Investigation of this case revealed no device alarms or malfunctions and suggested use-related factors as the likely contributor, with insulin delivery resuming after the set change. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.